Event description:
#1 4/20/2001 b - glucose 136 mg/dl #2 4/30/2001 b - glucose 100 mg/dl, 7:30 a.m. #3 4/30/2001 b - glucose 48 mg/dl, 5:00 p.m. #4 4/30/2001 b - glucose 60 mg/dl, 7:00 p.m. #5 4/30/2001 other tests 0.1 ng/ml #6 4/30/2001 other tests 31 microu/ml #7 4/30/2001 u - ketones 7:00 p.m. Negative #8 4/30/2001 b - glucose midnight 322 mg/dl 9 4/30/2001 b-haemoglobin a (1c) 6.4% 10 4/30/2001 other tests 8:00 a.m. Immunoreactive insulin 8.2 microu/ml 11 4/30/2001 b - glucose 9:00 a.m. Started to take insulin and meals as usual 196 mg/dl 12 4/30/2001 b - glucose 11:00 a.m. 110 mg/dl 12 4/30/2001 b - glucose 11:00 a.m. 110 mg/dl 13 4/30/2001 b - glucose 1:00 p.m. Took 20 ml% glucose orally and half of a banana 45 mg/dl 14 4/30/2001 b - glucose 1:40 p.m. 99 mg/dl.

Event description:
A pediatrician reported that a pt experienced hypoglycemia, which required hospitalization. Subsequently, the pt recovered completely from the event. The pt also used another novopen 1.5 with batch no 95g19/1 in connection with this event. Follow-up info received in may 2001. A pt was hospitalized for 1 night on the event date due to hypoglycemia. On admission the pt was treated with intravenous glucose 4mg/kg/minute, which was reduced to 1 mg/kg/minute the following day. The day after event date, the pt also received 5 iu of actrapid at 7:30 and 20ml of 20% glucose orally. The pt does not suffer from any concomitant diseases, does not receive any concomitant drug, nor had any changes in physical activity. Reportedly, the pt did not experience unconsciousness in connection with the event.